Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that the tip of the rh frontal sinus suction tube broke off at the healthcare facility. No additional information regarding the event was available.

Event description:
It was reported that the tip of the rh frontal sinus suction tube broke off at the healthcare facility. No additional information regarding the event was available.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for evaluation.